Manufacturer narrative:
Testing was previously performed on a retain sample of this lot and it failed to meet biocial efficacy for the secondary acceptance criteria. A recall (z-0553-2010) was completed in 2009 for this lot.

Event description:
Consumer reported the hinge broke off of the container cap. Testing was previously performed on a retain sample of this lot and it failed to meet biocidal efficacy for the secondary acceptance criteria. A recall (z-0553-2010) was completed in 2009 for this lot.